Event description:
This complaint is the result of a customer contacting baxter. The customer reported an accusol bag that a leak was found at the inter-compartment seal during priming following preparation as directed. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 alarm (indicating air in the set) on the homechoice (hc) device during dwell 6/7. The patient was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The patient was informed that she will need to start over with new supplies or do a manual exchange. The patient indicated that she will do a manual exchange. No clinical consequences for the patient have been reported. No sample is available for evaluation.